Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: a visual and functional assessment was performed on the device: the following steps failed: check for sticky trigger check function of device check power with power test bench during service/repair the following was observed : water found in the device, damaged ecu during the service evaluation the following failures were identified: functional : will not run - electrical control unit damaged functional : sticky trigger conclusion: ¿ failure reported is confirmed ¿ root cause: user error ¿ action: repair

Event description:
It was reported that during service and evaluation, it was determined that the battery reamer device would not run - electrical control unit damage and had a sticky trigger. It was further determined that the device failed pretest for check for sticky trigger, check function of the device and check power with the test bench. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a supplemental medwatch will be submitted accordingly.